Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. (B)(4). The manufacturer¿s international service technician confirmed that the green power on/off led was not illuminated so power switch overlay was replaced to fix the issue.

Event description:
Led indicator faulty. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. Failure analysis on the returned power switch overlay shows that the power on (green) led detached from the trace not making contact on the power switch overlay created the power on (green) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.